Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after replacing the continuous insulin infusion site, the user experienced persistent hyperglycemia despite meal announcements and troubleshooting, with suspected poor absorption at the new site and difficulties operating the pump due to manual dexterity and touchscreen use; the user administered subcutaneous insulin by pen per manual injection protocol and glucose trended down from a reported peak of 306 mg/dl. Symptoms included irritability consistent with hyperglycemia. Outcomes included use of back-up therapy and no medical intervention or hospitalization. Investigation included complaint intake, product use review, and troubleshooting and education with the user. Investigation of this case revealed no device alarms and a cause that remained unclear, with possible site-related absorption issues discussed. It was concluded that the event involved hyperglycemia of unclear cause with resolution following manual injection.